Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval?, return to manufacture date), e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: e3, h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that drive manifold needed to be replaced. After repair, functional tests were performed with positive outcomes. The failure analysis and testing dept. Received part drive manifold with a reported unit failure of system failure alarm unit will not autofill. The failure analysis and testing dept. Installed drive manifold into the cs300 and tested the drive manifold to factory specifications per the procedure. The fat dept. Booted the cs300 into clinical mode. An autofill was performed and immediately a system failure message was observed with an audible alarm. An autofill could not be completed due to a defective drive manifold. The fat dept. Was able to confirm the complaint of system failure and autofill failure. The drive manifold failed testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) gives stop error code 3, does not automatically fill the balloon. There was no patient involvement.